Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading at time of call was 158 mg/dl. Troubleshooting was performed. The customer stated that the device was exposed to an MRI. Reviewed the alarm history and found an error alarm. Ran a displacement test and the test failed. Advised the called revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to the motor encoder signal out of phase. Unable to perform the displacement test due to the motor error alarms.